Manufacturer narrative:
Date of event is estimated. Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023.

Event description:
It was reported the patient cannot exit MRI mode. As a result, surgery may take place in the future to address the issue.

Event description:
Additional information indicates, surgery was undertaken on (B)(6) 2024, wherein the ipg was explanted and replaced to address the issue. This event is not associated with the fsca as originally reported

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Corrected data: this event is not associated with the fsca as originally reported